Event description:
The customer reported their mp70 intellivue patient monitor failed to alarm for a desaturation event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.